Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient described the skin reaction with as itching, burning, and blisters under the patch. This had resulted in scarring that has not healed. She visited the doctor several times, and was recommended to use cortisone ointment, cortisone spray, barrier cream, different tapes over and under the sensor, and various skin prep wipes. No additional patient or event information is available.